Event description:
The patient was reportedly experiencing decrease in sound performance and intermittencies, followed by loss of sound. External equipments were exchanged; however, this did not resolve the issue. Testing showed that the patient's internal device is not functioning normally.